Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced fallopian tube perforation ("perforation of her fallopian tube"), device dislocation ("migration") and genital haemorrhage ("abnormal, heavy bleeding / prolonged bleeding"). A salpingo-oophorectomy was performed to remove essure. Additionally, non serious events were reported. Fallopian tube perforation, device dislocation and genital bleeding are anticipated events according to reference safety information for essure. Fallopian tube perforation may occur during essure therapy or can occur as potential complication of essure insertion or removal. The exact time point and mechanism of perforation was not known. However, considering the nature of event, causality with essure cannot be excluded. During essure micro-insert therapy, device dislocation and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident because surgical intervention was required to essure removal. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Follow-up information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tube"), device dislocation ("migration") and genital haemorrhage ("abnormal, heavy bleeding / prolonged bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (in (B)(6)2015 salpingo-oophorectomy performed to remove essure). Essure was withdrawn. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia and procedural pain outcome was unknown. The reporter considered fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia and procedural pain to be related to essure. The reporter commented: since having the removal surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was confirming full occlusion of tubes. Company causality comment this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced fallopian tube perforation ("perforation of her fallopian tube"), device dislocation ("migration") and genital haemorrhage ("abnormal, heavy bleeding / prolonged bleeding"). A salpingo-oophorectomy was performed to remove essure. Additionally, non serious events were reported. Fallopian tube perforation, device dislocation and genital bleeding are anticipated events according to reference safety information for essure. Fallopian tube perforation may occur during essure therapy or can occur as potential complication of essure insertion or removal. The exact time point and mechanism of perforation was not known. However, considering the nature of event, causality with essure cannot be excluded. During essure micro-insert therapy, device dislocation and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident because surgical intervention was required to essure removal. A product technical analysis has been sought. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her fallopian tube, perforation (fallopian tube(s))"), device dislocation ("migration, migration of essure device (location of device: approximately 25 percent of one of the coils could not be located when removed despite efforts to locate it)") and genital haemorrhage ("abnormal, heavy bleeding / prolonged bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension since 2011, lichen sclerosus since (B)(6) 2015 and vaginitis since (B)(6) 2014. Concomitant products included clonazepam since october 2016, fluconazole (diflucan) from (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone acetate (depo-provera) since 2010 to (B)(6) 2015 and metronidazole from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), the first episode of abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced hypertension ("high blood pressure"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), pelvic pain ("pain"), procedural pain ("painful post-operative recovery"), decreased appetite ("poor appetite"), device deployment issue ("deployed and removed four coils were appreciated at the left tubal ostia and two coils were appreciated at the right tubal ostia") and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (on (B)(6) 2015 salpingo-oophorectomy performed to remove essure) and surgery (on (B)(6) 2015 salpingo-oophorectomy performed to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, procedural pain, hypertension, vaginal haemorrhage, menorrhagia, migraine, nausea, decreased appetite and fatigue outcome was unknown, the back pain, pelvic pain, dyspareunia and the last episode of abdominal pain lower had resolved and the headache was resolving. The reporter considered back pain, decreased appetite, device deployment issue, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, procedural pain, vaginal haemorrhage and the first episode of abdominal pain lower to be related to essure. No further causality assessment were provided for the product. The reporter commented: since having the removal surgery, plaintiff¿s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirming full occlusion of tubes quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet : abnormal bleeding (vaginal, menorrhagia), migraines / headaches, blood or heart disorder/condition (type: high blood pressure), migration of essure device (location of device: approximately 25 percent of one of the coils could not be located when removed despite efforts to locate it), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), fatigue and other injury(ies) or complication (s)( please describe: poor appetite) added as events. Patient, reporter and product information updated.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 1-mar-2018: medical record received: new event "device deployment issue" was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.